Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked housing. Customer's complaint of double beep was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump is not working. The patient tried it on battery it went through normal items and then started constantly beeping. Also stated the alarm is not clear and loud but dim. No adverse patient effects.